Event description:
Caller reported multiple alarms, specifically alarm 2 followed by alarm 26, leading to occlusion issues. Customer's blood glucose level was reported as "high," indicating it exceeded 500 mg/dl, showing an adverse impact on blood glucose levels. To address the high blood glucose, a correction bolus was administered via the pump, and the issue was resolved by changing the infusion set and cartridge, resuming insulin delivery.